Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the jaws of the instrument did not open completely and the staples did not form properly. The surgeon resected the stapleline and completed the procedure with another instrument. The hosp has reported that the pt's status is satisfactory.